Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 26. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, bleeding and inflammation. No further patient complications were reported.